Event description:
Following intraocular lens (iol) implantation, a surgeon reports observing foreign material adhered to the posterior surface of the lens. During the removal of the material, a sharp area of the material pierced a small hole in the posterior capsule. The device remains implanted. The surgeon reports the pt's current condition as "resolved." No further info is anticipated.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. The foreign material was returned in a closed container and appeared to be some type of resin-like plastic that was approx 3-4 mm in length but wider than a human hair. We are unable to determine the origin of the foreign material since plastic is a common material found in many environments. All products are 100% inspected prior to product release and this foreign material, if found, would exceed acceptance criteria. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. No further information anticipated.